Event description:
During an implant of a pacer into a pacer dependent pt, it was difficult to connect the pacer and only intermittent pacing was obtained. The connection was routine, but they could only get 3-5 paced beats in a bipolar as well as a unipolar polarity.